Event description:
It is reported that the patient fell post operatively. The stem subsided 10mm, as the patient cracked the femoral diaphysis in the fall. The patient was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.